Event description:
The facility sent the infusion pump in for service. The baxter service rep reported a 550 failure code. Although attempts were made to obtain additonal info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.